Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the st-elevation myocardial infarction (stemi) occurred during the implant . The right ventricular (rv) lead was deployed prior to stemi. The operator decided to remove the lead and the procedure was cancelled. The new lead was deployed on the next day. No further patient complications have been reported as a result of this event.